Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device, and foam particles related to the recall were not observed in the blower kit, but white particles were observed. The device was scrapped.